Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown omnipod software app version: 3.1.5-p001 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g6 *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient's blood glucose level was "high" (>22.2 mmol/l,>400 mg/dl) while wearing the pod for an unspecified amount of time. When the pod was removed from the infusion site, it was observed that the pod's cannula was bent. Additionally, it was reported that the pod was leaking insulin. As treatment a new pod was applied.